Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) visited the site to inspect the device and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the foreign material in the reprocessing basin was deterioration of a hose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after cleaning the scope in the reprocessor the cleaning tub exhibited a piece of rubber. There were no reports of patient involvement.